Event description:
(B)(6) purchased 200 mckesson beds that were delivered and put into use on (B)(6) 2007. The facility subsequently discovered that when the beds are lowered, there is a significant potential for the powercord to become entrapped in the metal frame. On (B)(6) 2007, a bed was observed by staff, "throwing sparks from underneath the bed." This caused the circuit breaker to trip. Further investigation after this incident revealed several beds with frayed power cords and exposed electrical wires. This poses a danger of electrocution of frail elderly veterans. Additionally, there is a significant risk that sparking or smoking from the beds could ignite a fire or cause an explosion of pressured gases, such as oxygen which are commonly used within the facility causing multiple deaths and injuries. The facility tied the power cords to the beds bumper guards using a plastic tie. The manufacturer visited the facility, but was unable to provide a better remedy to this problem. A significant danger continues to exist should one of the plastic tis break, the power cord is again placed in a position where it could become entrapped in the metal frame. See scanned table.